Event description:
Starting having serious pelvic pain after lots of doctors visits and missed work, found out that the filshie clips had migrated and caused fluid build up in my tubes. Had to have surgery to have them removed and still have one stuck inside me as well.